Event description:
Information was received indicating that during bench testing of the smiths medical cadd solis hpca pump, the pump "failed volumetric accuracy tests 3x". No adverse effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd solis hpca pump was returned for analysis. Visual inspection of the pump found the pump is good physical condition. Functional testing included accuracy testing. The pump passed accuracy tests within the limits. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified.